Manufacturer narrative:
The root cause investigation is in progress through (B)(4). (B)(4).

Manufacturer narrative:
This device utilizes user interface module master software version 5.09.90 categorized as remediated. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
The condition of failure code 810.04 was confirmed in the event history. The reported condition is due to the air-in-line printed circuit board (ail pcb) being out of calibration. The ail pcb was recalibrated and verified. (B)(4).

Event description:
During device evaluation by baxter on a colleague infusion pump a failure code of 810.04 was identified in the event history. There was no documented patient injury or medical intervention necessary. No additional information is available.